Manufacturer narrative:
The device was not returned to olympus and the customer allegation could not be confirmed. The issue is addressed in the instructions for use (IFU) as follows: "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Reference page 29 as per IFU. A device history record review of was conducted and confirmed that the device was shipped in conformance within specifications. The root cause of the reported issue could not be established. However, factors that may have contributed to the reported event are faulty charge coupled device, damaged cable, damaged connector, or the customer's video processor and light source used along with camera head. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported the subject device had "short in cable " , the image distorted from time to time . The issue was found during an unspecified procedure. There was no patient impact, no harm reported due to the event.